Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device could not be interrogated. The patient was at a nursing facility at the time of the event. It was noted that the patient has not been interrogated recently. Based on the implant date of the device and nominal longevity, of 12.3 years, it was suspected that the device may be at eri. No intervention has been done as the device remains implanted. No further information is available at this time.